Event description:
The magnet of this magnetic resonance system did a spontaneous quench. The escaping helium gas burst through the venting pipe to vent this gas to the outside. The helium gas was released into the pt examine room instead of outside the building. Three people in the room passed out due to lack of oxygen. They had to be removed and transported to emergency room and given oxygen. They were monitored at emergency room and were released wth no treatment after one hour.